Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. [(B)(4).pdf]

Event description:
It was reported that the PICC line was placed and later noted to be leaking from the insertion site. Upon removal of the PICC, a puncture hole was noted at the 6cm mark.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the sample and the ink on the extension leg was observed to be worn and faded. A circumferential split was observed near the 6 cm depth marker. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the observed split. A microscopic observation revealed an additional longitudinal split next to one corner of the observed circumferential split. The catheter material at both corners of the circumferential split was observed to be lighter in color. The break surfaces of the split were observed to be slightly rounded and granular in texture. The shape and texture of the splits observed in the catheter are characteristic of damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of revb2166 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was placed and later noted to be leaking from the insertion site. Upon removal of the PICC, a puncture hole was noted at the 6cm mark.